Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to deflate the balloon once the foley catheter was needed to be replaced. No fluid was able to be pulled into the syringe to deflate the balloon. Per follow up information received via email on 22dec2025 last report they had not had any patient harm with the catheter until (B)(6) 2025 that was the notification from the staff nurse had to send them to the emergency room for one of the defective catheters. 18 fr.10 cc silastic lot ngkv2072. Tried everything possible and tried for 2 hours and balloon would not deflate. Emergency department provided report and foley catheter placed through urethra to provide patient with relief from bladder filling. They had asked the nurses to include the lot number of all the catheters they were used.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be completed because the provided lot number was invalid. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to deflate the balloon once the foley catheter was needed to be replaced. No fluid was able to be pulled into the syringe to deflate the balloon. Per follow up information received via email on 23dec2025 last report they had not had any patient harm with the catheter until 20dec2025 that was the notification from the staff nurse had to send them to the emergency room for one of the defective catheters. 18 fr.10 cc silastic lot ngkv2072. Tried everything possible and tried for 2 hours and balloon would not deflate. Emergency department provided report and foley catheter placed through urethra to provide patient with relief from bladder filling. They had asked the nurses to include the lot number of all the catheters they were used.